Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator implant procedure. During the procedure, the physician found the torque wrench could not be properly applied to the pacemaker header upon connecting the left ventricular lead. The physician attempted to troubleshoot the anomaly but was unsuccessful. The physician suspected that the event was caused by an anomaly on the pacemaker. A different device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported event of inability to tighten the left ventricular (lv) setscrew on the lead was confirmed. Final analysis found the device was received with lv septum damage. The lv septum had two punch-out areas from the wrench being inserted off center through the septum. Additional wrench insertion test shows the wrench going through the septum at an angle instead of a straight vertical angle. Excess material from the septum damage was found in the lv setscrew inset which prevented the proper wrench insertion to tighten the screw. The damages observed were related to the user¿s use of the torque wrench. No device anomalies were found.